Event description:
The bronchovideoscope was returned to the service center with a report of air leakage at the distal end. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a burned distal end plastic cover was found. It was also found that the insertion part connecting tube's coating was peeling off. In addition, it was found that no image was detected, and the screen went all black. There was no patient involvement.

Manufacturer narrative:
Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.